Event description:
A caller reported experiencing an error with their continuous glucose monitor, specifically labeled as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a pump reset, and the issue was resolved as the caller successfully started their sensor session without any further errors.